Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other additional mitraclip device referenced is being filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported mitral regurgitation and tissue damage could not be determined in this incident. The reported patient effects of mitral regurgitation and mitral valve tissue damage as listed in the mitraclip system instructions for use, are a known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80911u145) was advanced to the mitral valve and the clip was implanted. The second cds (90115u240) was advanced medial to the first clip and grasping performed however the clip interacted with the chordae. Troubleshooting was performed to remove the clip from the chordae. An eccentric jet was then noted on the medial part of the valve due to a laceration and flail of the posterior leaflet. The clip was not implanted and the cds removed. The leaflet tear was believed to be caused by both clips. The procedure was aborted with the mr remaining at 4. No additional information was provided.